Manufacturer narrative:
E1: initial reporter facility name - (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was in a deflated state. There were no issues noted with the balloon material. No tears or holes were visible in the balloon material. All blades were securely bonded and no damage to the blades were noted. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination was completed on the shaft of the device and no kinks or damages were identified. As part of a leakage test the device was attached to an encore inflation unit and during an attempt to inflate the balloon, a pinhole leak was identified in the outer distal extrusion. The leak was located at 10.2 cm proximal to the proximal balloon cone. An examination of the leak site identified no damages to the extrusion which could have contributed to the pinhole leak. No other damage was present.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending artery. A 10mm x 3.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation after pressure was applied for several seconds because the pressure level did not increase. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Initial reporter facility name - (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending artery. A 10mm x 3.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation after pressure was applied for several seconds because the pressure level did not increase. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.